Event description:
It was reported that during a procedure, the adenoid tip broke. There was no impact to the pt, and no reported adverse event.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The facility did not retain the device for eval, a failure analysis of the complaint device could not be completed. The batch number is unk therefore; a review of the mfg documentation could not be performed.